Event description:
Grade 3 central line infection. Placed on 6/9/95 and removed on 6/17/95. On 6/19/95, purulent drainage noted at the catheter site. Started on keflex as an outpatient. Later developed a fever of 39 degrees celcius, was admitted to the hosp, and started on IV vancomycin. Pt was discharged on 6/19/95. Received IV of 2 gm/8 hrs for 10 days as an outpatient.